Event description:
PICC line placed in 2000 with no pt education, no special informed consent, and no x-ray prior to use caused an occlusion of the pt's left subclavian and other veins. The tip was placed in the subclavian vein at/near the level of thoracic outlet. It was called a modified PICC according to the records. They did not do any tpa procedure or veinogram prior to removal and pt is now left with an occluded subclavian vein that cannot be corrected due to inability to get a wire through the mass of scar tissue. Pt had to have a rib removed in an attempt to stave off the nerve pain and swelling with use to no avail and pt is currently recovering from the surgery.